Manufacturer narrative:
New information: report type, outcomes attributed to adverse event , this is a follow up report to add adverse event due to alleged tss, follow-up 1, type of reportable event, follow-up type, patient code.

Event description:
This is a follow up report to add adverse event due to alleged tss.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported on behalf of her daughter that a tampon fell apart upon removal and she had to remove it with tweezers. She took her to a physician's assistant at her pediatrician and they could not perform a vaginal exam due to her age. Her daughter was put on depo shots during the appointment to prevent her from having further periods. Her daughter experienced headaches, nausea, fever, dizziness and stomach cramping after the tampon fell apart and she was concerned about tss. Her daughter is still experiencing bad headaches, nausea, dizziness and trouble sleeping. No longer experiencing cramping. Her daughter also had developed a lump around her breast and her mother consulted a nurse over the phone. The lump is a swollen lymph node. She was prescribed nausea medication and an ultrasound for the lump.